Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information and device evaluation results, the investigation determined the likely cause of the reported event was failure of the video cable connector due to deterioration associated with the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found a worn video connector, causing loss of image when manipulating (wiggling) the video cable. Replacement of the video connector was necessary in order to resolve the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not produced with multiple cameras when used with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was found during preparation for use. There was no patient injury, associated with the problem, reported to olympus.